Event description:
It was reported that an ilet user experienced repeated ¿change insulin¿ and ¿change tubing/cartridge¿ alerts during a cartridge change sequence, with the device prompting restarts and delivering insulin through the cannula despite the change process not completing, consistent with a device malfunction and an infusion set connection issue. Symptoms included unintended insulin delivery. Outcomes included the user transitioning to backup therapy and shipment of replacement supplies and a replacement ilet. Investigation included customer support troubleshooting and education. Investigation of this case revealed that the infusion set was likely deployed or connected incorrectly and that the ilet malfunctioned during the change process. It was concluded that a device malfunction occurred concurrent with an infusion set or connector issue, and replacement equipment was provided.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.